Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was problems with corroded motor pins. The driveshaft, rotor, spindle housing, bearing stop, nose cone and bur shield were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that during an impaction tooth removal the drill heated up when black smoke came out of the handpiece near where the cord is plugged in. There was no pt or user injury, and the procedure was successfully completed with a backup device.